Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was programmed with several boluses and monitored. The insulin pump was calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted during testing. The insulin pump had cracked case at display window corners, debris under display window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer reported that the no delivery alarm kept recurring. The customer's blood glucose was 434 mg/dl at the time of incident. The customer stated that they have been treating the high blood glucose with the insulin pump. The customer reported that the no delivery alarm was not resolved. The insulin pump will be returned for analysis.